Event description:
Dealer alleged that the sieve beds were dusted. Per independent repair statement the unit was alarming or red light. Key failure was the sieve beds were dusted. Additional malfunctions were the pvc tube was leaking, hose clamp was leaking, heat exchanger was leaking, the tank was leaking, pe valve was contaminated, and the exhaust muffler was contaminated.